Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Field b3 date of event: unknown, approximate date used.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain in the scrotum for the last two months. A revision surgery was performed, upon examination an erosion at the pump site was found. The ipp was explanted and replaced using a malleable device. No device issues nor additional patient complications were reported.